Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, vaginal itching and vaginal discharge. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016 (bilateral salpingectomy), (surgical removal of coil(s))). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, vaginal itching and vaginal discharge. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016 (bilateral salpingectomy), (surgical removal of coil(s))). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and medical record received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Event injury nos replaced with pain, abnormal bleeding (general), dysmenorrhea (cramping) and fatigue added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.